Manufacturer narrative:
Sunrise medical has opened an investigation of this incident. The dealer (B)(6), did not mention if any testing was performed on the joystick by them. However, she is returning the joystick to sunrise medical for an evaluation. It is currently not possible to determine if there was a malfunction or defect in the product with the little information that was provided. Once the product is returned and an evaluation is performed, a supplemental report will be filed with any relevant findings. Please note this MDR filing, along with MDR 2937137-2017-00019 are submitted 6 days late due to system issues with the esubmitter and webtrader. Worked with the following help desks since 8/3/2017 to fix the issues: (B)(4).

Event description:
On (B)(6) 2017 dealer (B)(6) called for a replacement joystick quote. (B)(6) stated the chair moved on its own. She stated the chair was on a ramp and it backed off on its own and fell with the client in it and landed on the client. She stated per the mother, there was some bruising only. When leanne saw the end user, she said there were some scabs present. To (B)(6) knowledge there was no doctor's visit and no hospitalization. (B)(6) was not sure of the original date of the incident but thought it might have been (B)(6).